Event description:
Complaint received that alleges "the left brace was discontinued on (B)(6), at which time I reported altered sensation and partial numbness on the pad of my left thumb. During those 12 days I had experienced the seam of the left sleeve thumb opening digging into the web of my left hand. Now over 2 weeks later I am still left with the same altered sensation/numbness".